Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2011. According to the complainant, during the hysteroscopy phase, the patient's uterus was perforated upon insertion of the sheath. The procedure was aborted. Additional follow up event information from the physician confirmed the uterine perforation occurred upon insertion of the hta sheath. The event occurred during the hysteroscopy phase. The procedure was immediately aborted after the uterine perforation was noticed. The size of the perforation was less than 1 cm. A laparoscopy was performed to visualize the perforation. In addition, the edge of the uterine perforation was cauterized with a needle point cautery device. There were no further complications reported with this event. The condition of the patient is reported to be "stable."

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.